Event description:
It was reported to boston scientific corp that an ultratome xl sphincterotome was used during a cholangiopancreatography (cpre) procedure. According to the complainant, the sphincterotome was inside the pt and it did not cut or cauterize. Despite additional attempts, it would not work. The wire was not broken. The procedure was completed with another ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).